Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was no report of issues related to non-intuitive or uncontrolled motion. The jaws appeared to be in working order and no broken cables were visible at the instrument wrist. There was no material missing or detached from the portion of the device that enters the patient¿s body.